Manufacturer narrative:
The reporter¿s contact, occupation and health profession are unknown at this time. Further inspection of the returned device confirmed the customer¿s complaint of ¿ broken wire, and missing nozzle. Due to a cut on the elevator wire the forceps does not rise up at all. Also, due to the missing nozzle the amount of water contact does not meet the standard. A leak was noted form the scope¿s plastic cover. The objective lens was scratched. The bending section rubber, control unit, r/l knob and u/d knob were found dirty. The connecting tube coating was found peeling, scratched and wrinkled. The scope¿s control grip, scope cover, universal cord protector on the control section side and scope connector side were found scratched. The universal cord was also found dented. Corrosion was noted on the light guide glass. The scope¿s angulation was found out specification in the u, d, r angle and play was noted on the u,d, r, l knob due to a worn wire. The cause of the physical damage to the scope cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The olympus field service engineer reported that the scope¿s elevator wire was found broken, rust was noted on the scope connector and the nozzle missing. The scope was returned to olympus medical systems (B)(4) for evaluation and found foreign material on the scope¿s forceps elevator. This report is being submitted to address the foreign material observed during evaluation. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that there was insufficient reprocessing around forceps elevator after procedure. Foreign material on forceps elevator got dry and adhered since the user did not reprocess device immediately after procedure. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): IFU (reprocessing manual) states regarding brushing method around forceps elevator as follows: "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet " moreover, IFU (reprocessing manual) states as follows: "3.3 precleaning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope. " olympus will continue to monitor the field performance of this device.